Event description:
During a call to the baxter technical service representative regarding an unrelated alarm, the patient's caregiver indicated the baby had been hospitalized due to peritonitis. No further information is currently available. Information has been requested from the facility nurse practitioner regarding confirmation of the event, labs and cultures performed with results, interventions required and patient outcome. The nurse indicated she would need to determine if information can be released to baxter.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. The lot number is unknown, therefore no batch review was performed. Should additional information become available a follow-up will be submitted.